Event description:
Customer's mother reported customer's insulin pump has been alarming no delivery and motor error. The no delivery alarms occur during priming. The device then alarms motor error during bolus. Customer's blood glucose was 450 mg/dl. He tried treating with the device but it alarmed. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. Customer cannot rewind the device because it is stuck in a loop. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Insulin pump was unable to verify excessive no delivery alarms due to motor error. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.